Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that upon interrogation, the programmer displayed the message, "invalid data detected." The programmer was rebooted, but the same message was displayed. The device was in backup vvi mode. Temporary programming in a prior session may have been the reason for the back-up mode. During a previous follow-up, the measured battery data was less than 1 kohms with approximately 4.9 years remaining longevity. The patient had experienced syncopal episodes.